Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause is attributed to wear out. The date code bm0197 indicates the instrument was manufactured in january of 1997 and is over 19 years old. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The device broke at the thread part while the surgeon was reaming the femur by rotating it by hand because there was a hard bone in the medullary cavity. The broken part remained in the medullary cavity of the femur, therefore they made an extra hole in the anterior part of the distal femur to remove the broken part with wires. It was reported that no broken piece was left in the patient's body. The surgery was completed with a 75-minute delay. There was no harm to the patient.